Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing came apart at the needless access site (y-site) could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20073330 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no.: 2426-0500, batch no.: 20073330. Nurse pulled tubing out of packaging, getting ready to prime tubing had come apart at the needless access site (y-site) on the tubing. This is referring to the 2nd y-site below the pump segment and safety clamp.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing came apart at the needless access site (y-site) could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20073330 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample or photo returned for investigation.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no.: 2426-0500, batch no.: 20073330. Nurse pulled tubing out of packaging, getting ready to prime tubing had come apart at the needless access site (y-site) on the tubing. This is referring to the 2nd y-site below the pump segment and safety clamp.